Event description:
Health professional reported right side rupture and capsular contracture, baker grade ii. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, device appearance (observed 40 mm dark patch edge material inside gel device), crease flat, and the device was found to be underweight. A microscopic analysis was performed which identified a smooth break on the posterior side. Based on the device analysis the final assessment is a smooth break on posterior side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture and capsular contracture, baker grade ii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture and capsular contracture, baker grade ii. Device was explanted.